Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error (e226), intermittent image and a failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was due to bad cable unit connector. The most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The investigation identified the following malfunctions: error 224, intermittent image and failed water leak test.

Event description:
It was reported the subject device was giving a communication error. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.